Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that patient required medical intervention while wearing a pod. Patient reported that her blood glucose (bg) levels "bottomed out and (she) was delirious". Daughter called 911 and patient was taken to the emergency room, where she was diagnosed with hypoglycemia and treated with glucose tablets; patient also drank juice to regulate bg levels. Patient wore pod at the hospital and was released after 3 hours.